Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer experienced an elevated blood glucose (bg) level greater than 600 mg/dl. Reportedly, the customer went to the emergency room (ER) and was released later that same day. Multiple attempts were made by tandem technical support to gather additional information regarding the ER visit; however, no response was received.